Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number 505153 for one (1) patient. The patient's sample was repeated five (5) times on the same access 2 immunoassay system and lower results, within the assay's normal reference range, were obtained. The initial, elevated access accutni+3 result was released from the laboratory. There was no change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 result. Quality control (qc), calibration, precision run and system check were all performing within the assay and instrument specifications at the time of the event. The sample was collected in lithium heparin plasma tubes and was centrifuged in a stat spin centrifuge for five (5) minutes at 3600 rpm (revolutions per minute) at room temperature. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer did not provide patient demographics such as: age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched. Quality control (qc), calibration, precision run and system check were all performing within the assay and instrument specifications at the time of the event. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information.